Event description:
Reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2025, it was reported that the patient experienced a leak from the infusion set cannula. The cannula smelled of insulin, and leakage was observed particularly around meal times. No further information available.